Event description:
Upon removal of a template containing hyperthermia catheters, brachytherapy needles and combination hyperthermia/brachytherapy catheters, a portion of one of the hyperthermia/brachytherapy catheters separated and remained in the perineal region of the pt. All iridium-192 brachytherapy sources used in the hyperthermia/brachytherapy catheters had been recovered and shielded prior to the template removal. The remaining iridium-192 sources in the brachythyerapy needles were recovered from the template in the source lab. Subsequently, the broken catheter was noticed while the template was being rinsed, prior to the catheters being disengaged. A radiation oncologist was notified immediately and he ordered a radiograph to verify that a piece of the catheter was still within the pt and to determine its location. He attempted to extract the catheter remnant by pulling on exposed wire filaments protruding from the perineal skin but was unsuccessful. The pt's surgeon was notified and he arranged to remove the catheter remnant 3 days later on 10/3. The procedure involved the removal of fatty tissue containing the catheter remnant from a depth of approx 3 cm, through a small perineal incision.